Event description:
It was reported by the customer that their insulin pump's display has moisture trapped underneath the display window. Customer stated that she jumped into a pool, forgetting that the device was still attached. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.